Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implantation, the primary system controller displayed that there was no external power. Controller was switched to power module and also to batteries but again no external power. The controller was exchanged for the backup and issue resolved.